Event description:
It was reported that the patient stated needing a new inflatable penile prosthesis (ipp) specialist since the patient moved since the implant procedure. The patient also indicated having a "rock hard" pump. Patient liaison provided trouble shooting maneuvers including burp, anti stiction and pull down. Patient would contact patient liaison if further clarification was needed.